Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned. The investigation is confirmed for a shaft burst. The definitive root cause could not be determined based upon the available information. It should be noted that per the reported event: "it was reported that a syringe was used to inflate the device and that the user may have exceeded burst pressure." Therefore, it is unknown if patient and/or procedural issues contributed to the reported event.

Event description:
It was reported that during an inflation (atm unknown) in the cephalic arch, the shaft of the pta balloon dilatation catheter ruptured approximately 4mm proximal to the balloon. The catheter was retracted through the introducer sheath without incident. There was no reported patient injury.